Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported the mitraclip procedure was performed to treat grade 3-4 functional mitral regurgitation (mr). The clip (10130u266) was advanced, when testing the gripper arms, it was observed that the posterior gripper arm was not lowering. Troubleshooting steps were performed, but the gripper arm did not lower. The clip was not implanted and was removed without issues. Another clip (10130u288) was advanced and was implanted. It is possible sufficient leaflet was not captured, because the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was implanted stabilizing the slda clip. Mr was reduced to 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information, the reported slda was due to procedural conditions. The reported unexpected medical intervention (additional procedure) was a result of case specific circumstances as an additional clip was attempted to be implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.